Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on (B)(6) 2007, a cardiovascular event on (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving three separate products: associated mdrs # 1225714-2014-05496; 05497; 05498; 05499; 2937457-2014-01386 and 01387.